Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual analysis of the returned sample did not exhibit a crack condition. However, the black plastic handle presented a breakage near the metal impaction plate . Additionally, the shaft is missing from the rest of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Crack in plastic.